Event description:
A malfunction alarm was reported, with no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer was provided with a replacement pump with updated software. Customer chose to use multiple daily injection (mdi) as a backup therapy to ensure continued insulin delivery.